Event description:
It was reported that t1 and t2 deployed at the same time. All t's were removed from the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that t1 and t2 deployed at the same time. All t's were removed from the patient.¿ t1 and partial suture were absent. T2 and balance of suture were returned. T2 was found in a ¿v¿ shape bend which is a symptom of the anchor being pulled back through tissue after tissue penetration. The needle is bent toward the right. The delivery curve has been flattened out. IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A functional test indicated that the device still cycled and actuated successfully. No root cause related to the manufacturing process was established.